Event description:
It was reported that pump displayed malfunction alarm code and customer called for assistance, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer rejoined sensor session and resumed insulin successfully while on the line with technical support, who provided pump reset instructions, assisted with resetting, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction code recurred, which customer acknowledged and understood.